Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level were 454 mg/dl and 250 mg/dl. The customer was treated with the insulin pump. The insulin pump was alarming to calibrate the sensor. Customer declined to troubleshoot for high blood glucose. The customer was advised that she may not be able to calibrate until her blood sugar lowers. The insulin pump will not be returned for analysis.